Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a hole in the pilot balloon. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. Visual examination of the returned unit shows some air contained in the cuff body. The sample was leak tested under water and leakage was detected from the cuff body. This type of damage is indicative of the cuff coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to meet the blueprint specifications. Visual examination of the pilot balloon shows no sign of any damage or leakage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.